Event description:
It was reported that the customer was admitted in the emergency room for diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. Reviewed the bolus history and it did not match to the daily totals. The alarm history revealed a no delivery alarm. It was stated that the customer changes the infusion set every three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.